Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace bumper stopper and retractor band. A field service engineer truobleshooted and found that the retractor band has broken and disconnected. So, replaced the retractor band and rail bumper stoppers. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer shows error that bus not detected. The customer reported that the user was able to get the medication from other station and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.